Event description:
A customer contacted baxter's technical service center regarding feeling overfilled during fill 1 of peritoneal dialysis therapy in 2008. Home pt stated she could not retrieve the fill volume at the time of the event but felt overfilled. Home pt disconnected from the homechoice and manually drained. The drain volume was unavailable. A follow up call was placed to the home pt's nurse. The nurse stated that the pt has been having draining problems due to constipation that she has been experiencing for some time (exact dates not available). Currently, she is working with her doctor to resolve the constipation. Her catheter is also being flushed regularly to promote draining. There was no pt injury.

Manufacturer narrative:
Device had not been received for eval at the time of submission of this report. A follow up will be submitted when eval results are available.